Event description:
It was reported by a healthcare professional that the patient experienced a skin reaction to the product. The reaction experienced has been described as redness and blistering of the skin.